Manufacturer narrative:
The insulin pump alarmed motor error during occlusion test due to faulty force sensor system. Unable to perform occlusion test, prime test, excessive no delivery test due to motor error alarm. The pump was received with normal operating currents and passed self-test, unexpected error test, rewind test, basic occlusion test and displacement test. Motor passed motor test. The pump had minor scratched lcd window, broken battery tube threads, broken belt clip slot, cracked reservoir tube lip and cracked case at reservoir tube window corners.

Event description:
The customer reported via phone call that their insulin pump was damaged. The customer's blood glucose level was over 300 mg/dl at the time of the incident. The customer stated that the top of the reservoir compartment is damaged. The customer stated that there is a big chip where she screws the cap in. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.